Manufacturer narrative:
Event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed a bubble downstream occlusion (dso) seal. The event history log confirmed error code 41786 occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm with a blank screen, on battery and/or on mains. There was unknown patient involvement and unknown patient harm.